Manufacturer narrative:
(B)(4). The clip remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is conservatively filed as the patient went into cardiogenic shock and expired post procedure. It was reported that on (B)(6) 2018, a mitraclip procedure was performed for mitral regurgitation (mr) grade 3-4. Two mitraclips were implanted without issue reducing the mr to grade 1. Later that day, the patient went into cardiogenic shock. Medications and cardiopulmonary resuscitation was provided. On (B)(6) 2018, the patient passed away due to cardiogenic shock. Per physician, the cardiogenic shock and subsequent death were unrelated to the mitraclip device and were related to unspecified, pre-existing conditions. There was no device malfunction. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. It should be noted that the reported patient effects of cardiogenic shock and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported cardiogenic shock resulting in patient death appears to be related to unspecified, pre-existing patient conditions and per the physician, is not related to the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.